Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.